Manufacturer narrative:
The pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Pump error 25 due to j6 connector resistance issue. Pump error confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected battery power loss and battery cap damage. The customer's blood glucose value was unknown. The insulin pump was not working after replacing battery cap. The insulin pump will be returned for analysis.